Event description:
As reported, the plug of the 5f exoseal vascular closure device (vcd) came out together when the exoseal and 5f non-cordis sheath were retracted. So, hemostasis was failed and manual compression was progressed for 15 min. There was no reported injury to the patient. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The device was stored, prepared and used by instructions for use (IFU). There were no visible signs of device/package damage prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The puncture site did have severe calcium. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The exoseal vcd was securely locked with the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and the indicator window changed to a solid black color. No red color was observed in the indicator window during retraction. The deployment button fully depressed and no excess force was required. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.